Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had unexpected restart alarm. Customer¿s current blood glucose was 221 mg/dl. Customer performed troubleshooting and insulin pump alarmed unexpected restart. Customer mentioned that customer received another unexpected restart alarm after battery change and insulin pump was able to rewind but customer was unable to clear the alarm. Insulin pump will not be returned for analysis.